Manufacturer narrative:
H3/h6: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had arrived at the clinic with the pump alarming. She reported that the pump had been alarming cassette was not attached properly. Troubleshooting was performed, but the alarm had persisted. As a result, the pump had been switched out to allow the patient to complete her treatment. No patient harm had been reported. The event occurred while in use with a patient and the operator of the device was a health professional.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of "cassette not attached properly" could not be confirmed through functional testing per performance verification testing. Visual and functional testing was performed. Upon further investigation found dso seal delaminated. Replaced dso seal. Review of event log found no multiple "cassette not attached properly" errors. Review of service history found no relevant information. Device passed all testing criteria post repair.